Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: 7081477.

Event description:
It was reported that the patient felt a jolt in left leg and had a headache. Xray revealed that one lead pulled out of epidural space. The physician also noted superficial seroma. The patient underwent a lead repositioning procedure and was doing well postoperatively. The leads remained implanted.